Event description:
User received an erroneous iron result for one pt sample. Initial result gave 653 ug per dl at 11:51 am; sample was repeated at 12:15 pm resulting at 70 ug per dl. User did not report the erroneous result.

Manufacturer narrative:
The field service representative was unable to determine a cause and could not reproduce the issue. He ran instrument checks and customer ran controls to verify analyzer was performing within specification.